Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller reported that for the past year or so they have been having issues when trying to charge the implant. Caller stated that the implant battery doesn't even last half a day and it drains very quickly. Caller added that the controller doesn't find the device and they get an error message to call medtronic. Caller did not remembered the exact error code. Caller noted they unplug the recharger and plug it back in and then it goes back to the same thing. Caller also noted that it takes a long time to charge and they can't move at all because it won't charge. Agent walked caller through removing the battery pack. Caller inserted the battery. Caller confirmed no physical damage on recharging cord, pins, controller connector port pins. Agent had the caller swipe the recharging pins and blow air to the controller port. Caller then connected recharging antenna and confirmed charging excellent with 60% on the controller and 60% on the implant. Ag ent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. Agent redirected the caller to their hcp due the implant duration. No symptoms were reported.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated issues previously reported. Pt stated that she saw a field rep in office and the rep suggested that pt have the controller replaced.

Event description:
Patient called back stating they needed a medtronic employee to adjust their stimulator and they had lost the nas phone number they were provided. Agent provided pt nas phone number and redirected pt to hcp.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient that the first rep they met told them they needed a new remote and they got a new remote. Patient said that they met a new rep and the rep adjusted their device and settings and now the charge is lasting a little longer. Patient said that the new settings are better now even though the stimulator doesn't help them as it used to.

Manufacturer narrative:
Section h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and stated they got their replacement controller but the battery cover would not completely close. Patient stated that the new battery cover had a different model number. Patient confirmed they did not receive an extra cover with their package. Agent sent a request to repair to replace cover. Agent also reviewed patient could keep aa batteries.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.